Event description:
The physician reported an increase in the ventricular threshold from 1.0v to around 1.75v/0.6ms after 5 months of implantation. X-ray inspection of the lead tip position did not reveal any irregularity compared to the post-implant x-ray. A re-intervention was performed and the lead was repositioned and no abnormalities were shown relative to the lead measurements. Approximately one month later, the patient felt unwell, and it was identified that the threshold increased from 1.0v to 2.0v. The pacing output was programmed to 3.5v. It was reported that the patient was taking rheumatrex and a medication called depas (mainly consisting of etizolam), but the physician considered that the increase in the ventricular threshold was considered unrelated to those medications.